Event description:
It was initially reported by the company representative that the pin that supports the spreader bar has loosened itself and the spreader bar with the pt attached in sling fell down.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).